Event description:
Subsequent to the initial MDR, a correction is required for the data investigation results. Data was evaluated for 12/29/2024 and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid on 12/29/2024. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. Data was evaluated for 12/30/2024 and the allegation was confirmed. The probable cause could not be determined via data. The data investigation found a difference in values that fall within the b zone of the parkes error grid on 12/30/2024. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction to include the dates.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6)2024. The patient experienced inaccurate cgm values which occurred 3 days after the sensor had been inserted in the abdomen. On (B)(6)2024, the patient experienced dizziness, thirst, dry mouth, nausea. The patient took the measurements at home and the cgm was reading 300 mg/dl and the blood glucose reading was 480 mg/dl. The patient self-treated with insulin pen injection. She was taken to the hospital by ambulance and diagnosed with diabetic ketoacidosis. There she was treated with IV medication and food. The patient was discharged after 2 days. At the time of the report the patient was good. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. The patient experienced inaccurate cgm values which occurred 3 days after the sensor had been inserted in the abdomen. On (B)(6) 2024, the patient experienced dizziness, thirst, dry mouth, nausea. The patient took the measurements at home and the cgm was reading 300 mg/dl and the blood glucose reading was 480 mg/dl. The patient self-treated with insulin pen injection. She was taken to the hospital by ambulance and diagnosed with diabetic ketoacidosis. There she was treated with IV medication and food. The patient was discharged after 2 days. At the time of the report the patient was good. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) b5: describe event or problem - correction. G3: date received by mfg - correction. G6: type of report - updated/follow-up. H2: type of follow up - correction. H6 codes: investigation findings - correction. H10: corrected data.